Manufacturer narrative:
Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the device display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer alleged the insulin pump was under delivering. The customer's blood glucose level was 285 mg/dl at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer stated that reservoir had air bubbles and leak at o ring. Customer performed self-test and it was pass. The device will be returned for analysis.